Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced. The system operates as intended.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.